Event description:
It was reported that the patient was told by their healthcare professional (hcp) to turn off the therapy in (B)(6) 2024 but they never mentioned that the patient had to recharge their device so they did not. The external devices were not able to connect to the implantable neurostimulator (ins). They stated it was most likely overdischarged. The patient updated saying their had the chance to recharge for about 2 hours and got the ins low according to the programmer. However, since the recharge session (4 hours later) the device was again turned off due to discharge but normal recharging worked. The patient was advised to recharge the ins until it was full to avoid another overdischarge. They called back again saying they were able to charge to full but now getting the por message, which could be resolved. The ins was now at 75% with therapy off as expected. The patient updated again saying they recharged the device daily and it dropped to 75% after 24 hours with therapy still off. The patient was asked to let the battery drop to 25% if possible and recharge then to full to hopefully regenerate some more battery capacity. They can also try to turn the therapy back on but then watch closely for the increased battery usage. The ipg will need a few cycles of recharging before the remaining capacity and recharge interval can be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called. Now with good therapy settings the battery lasts only for about 24hrs. The hcp decided to replace the ipg as of (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called again. Now with therapy on, the longevity is a bit less than 48hrs until therapy off after a full recharge, but it seems to drop off faster at the end. Patient will discuss with their healthcare provider (hcp) if they want to replace the ins. Could check current therapy settings to estimate the energy usage.